Event description:
It was reported that the patient experienced repeated occlusion alarms on the ilet pump while using a contact detach infusion set, after which blood glucose rose to 350 mg/dl until a full supply change was performed, resolving the occlusions and stabilizing glucose. Investigation included review of the occlusion event, discussion of best practices for managing and preventing occlusions, and assessment of post-change performance. Investigation of this case revealed insulin delivery interruption consistent with occlusion, with resolution after infusion set and supply replacement. Symptoms included polydipsia, and hot flushes associated with elevated blood glucose. Outcomes included replacement supplies without hospitalization or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was infusion set or consumable-related occlusion leading to high glucose, corrected by replacing the supplies.